Manufacturer narrative:
Product analysis: the device was returned with the end cap/screw gear snap fit disconnected. The device was received with the capsule fully closed and slightly over captured. The handle was not intact. The deployment knob did not retract nor advance the capsule. The trigger did not retract nor advance the capsule. The tip-retrieval mechanism was not intact. Damage was observed on the screw gear of the device. The capsule was damaged. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. Damage was observed on the capsule at the distal end and middle portion of the capsule. The capsule material was torn along the mid-section of the capsule. The capsule could not be retracted so the valve could not be removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the physician strongly pushed the catheter in the iliac artery. Difficulties inserting the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient had a tortuous iliac artery. This indicates that the probable cause of the insertion difficulties was patient anatomy, but this cannot be confirmed with the limited information available. Insertion difficulties do not typically indicate a device issue. It was then reported that the valve was recaptured due to the valve dislodging. Recapturing is a feature of the enveopro device that allows for additional attempts at accurately positioning the valve. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case, it was noted that the patient had a heavily calcified and tortuous anatomy and therefore patient anatomy is the most likely root cause of the dislodgment. Dislodgment events do not typically indicate a device manufacturing issue. End cap separation refers to an event where the end cap/screw gear snap fit fails, and the capsule cannot retract. The failure occurs when the system forces exceed the tensile strength of the joint. The device was received with the capsule fully closed and over captured. The capsule was damaged. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. Delamination between the capsule outer polymer and the nitinol frame, typically occurs when the capsule is subjected to a bending force. Delamination may occur over the spindle/paddle interface if a valve has been misloaded; however, it may also occur due to tracking/positioning in the patient anatomy. Damage was observed on the capsule at the distal end and middle portion of the capsule. The capsule material appeared to have tears along the mid-section of the capsule. The description of the event does not indicate that this damage occurred during the reported issue, as it was reported that the capsule had not completely separated, and the cause of this damage cannot be determined. The delamination on the proximal section of the capsule shows that there was a buckling of the capsule, but the capsule has not actually separated thus confirming the reported event. Capsule separation occurs due to excessive compressive forces applied to the capsule. Analysis of the device also noted damage to the treading of the screw gear components on the handle of the dcs. This damage indicates increased forces in the system. High forces on the handle may cause the threading of the screw gear to become worn and damaged. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. No procedural images or fluoroscopic load check images were submitted for review and therefore an independent review of load quality cannot be performed. However, we do know from the information received that this was a difficult anatomy described as; heavily calcified and tortuous. Therefore, the most likely cause of the excessive compression forces and high tension in the system is patient anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the physician strongly pushed the catheter in the iliac artery. It was reported the valve was recaptured once due to the valve dislodging. The valve was attempted to be deployed a second time, however it was noted that the catheter began to break but was not completely separated and the end cap separated so the valve was recaptured. It was reported the patient had a tortuous anatomy, especially the common iliac artery. The delivery catheter system (dcs) was removed from the patient. A non-medtronic 20fr introducer sheath was used to pass the tortuous iliac and another dcs was used to successfully complete the procedure. No adverse patient effects were reported.